Event description:
Customer reported a malfunction on the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to contact support again if issues reoccurred. Customer acknowledged and understood the instructions.